Event description:
It was reported, that during set up, prior to tka surgery, it was noticed that the ns visionaire cut guide legion fem arrived non-sterile with both extension tabs broken off. There was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A review of the picture provided confirmed the stated failure mode. The extension tabs fractured off the device. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The likely probable cause for this event is transit damage. Based on this investigation, the need for corrective action is not indicated. Packaging development was made aware of the issue to assess the potential need for future changes. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.